Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated at the clinic. Two different programmers were used. Patient presented at a different facility the following day, and the device was interrogated successfully. No patient symptoms reported.